Event description:
The user reported the device alarmed "upstream occlusion" as intended when the device was in use. It is not known if a patient was involved. The alarm notified the caregiver that an action was required to maintain appropriate infusion. No further details about the event are available.